Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the unit turns on and then immediately turns off with no alarm.

Manufacturer narrative:
The device was returned and it was found that the sieve bed was saturated.

Event description:
The dealer states the unit turns on and then immediately turns off with no alarm.